Manufacturer narrative:
The manufacturer's service rep performed an on site investigation. The power cord assembly, universal power supply switch, and the monitor latch was replaced. The system was tested and is operating as intended.

Event description:
The customer reported that the emergency switch of the 9900 system was stuck, and that the system failed to boot up. No pt injury was reported.